Event description:
Consumer called to report family member's meter reading too high. Went to school feeling low, clammy hands and sleepy, school nurse retested and treated him for low symptoms. Was still getting high readings from the bd meter. Called the family member and was taken to the hospital. Hospital meter read 71.